Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed and a watchman trusteer access system (was) and a 27mm watchman flx pro laa closure & delivery system (wds) were selected for use. Transesophageal echocardiography (tee) was used for pre-procedure imaging and noted a baseline effusion present behind the (laa). Tee pre-imaging was difficult and the imaging physician was unable to obtain images of the laa in all 4 views, so it was swapped out for intracardiac echo (ice). Upon viewing the septum it was noted the patient appeared to have a superior septal defect. The physician was instructed not to use this because the location needed to be inferior for the laa morphology. The physician stated the heart appeared to be angled, because there was significant difficulty with the transeptal puncture (tsp). The physician worked on it for more than 30 minutes. Ice remained inside the patient, but tee was re-introduced to help with the tsp. The trusteer slipped across the septal defect 1-2 times, but was pulled back due to a non-ideal trajectory. The physician was advised the positioning was too anterior, but decided to proceed anyway. The wire did not cross, so they physician tried for a more optimal position on the fossa. The position appeared to still be very anterior, but the imaging physician said it was not going to get any better. The wire was visualized in the laa and the sheath was advanced across the septum smoothly. There were no hemodynamic changes noted and no evidence of worsening effusion. The physician switched back to ice and was advised to put the wire in the left superior pulmonary vein (lspv) to get the dilator back across to the left. The physician left the wire in the laa to get the dilator back in and then brought the sheath back in order for ice to cross. While advancing into the laa it appeared the ice catheter went through a different hole than the physician was in, whether it was a septal defect or another tsp attempt. The patient remained stable. The ice catheter then stopped working. The physician then switched back to tee for the remainder of the procedure. The physician took a contrast picture through the side port of the sheath and did not use a pigtail to advance the sheath into the laa, as advised. The wds was deployed successfully with no recaptures and met all position, anchor, size and seal (pass) criteria. Several hours post procedure pericardial effusion was reported. Pericardiocentesis was performed. The patient was admitted to the hospital.